Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had no sound and vibration. Customer¿s blood glucose was 133 mg/dl at the time of incident. Customer stated that the insulin pump error alarm. Customer stated that the insulin pump passed the self test. Customer was able to clear alarm. Customer was able to complete rewind. Customer did the audio test and it was failed. Customer stated that the insulin pump failed displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 2, pump error 79, and pump error 63 alarm confirmed in device history due to software error.